Event description:
The customer reported a leak at the right side of the coulter lh 500 hematology analyzer. The customer could not locate the exact location of the leak. The volume of the leak was not specified and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing through pinch valve pv37 was leaking. The fse replaced the tube, which repaired the leak. The repairs were verified per established procedures. (B)(4).